Manufacturer narrative:
The customer was contacted for the return of suspect device. The customer indicated that the device will not be returning to zoll for evaluation.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device data logs. However, the device was put through extensive testing including bench testing and ECG stressing without duplicating the report. The multifunction cable (mfc) was not returned for evaluation. It is recommended that the defib receptacle and mfc cable are replaced as a precaution. The device was recertified and will be returned to the customer tagged with a warning to discard the mfc used during the event. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device displayed an "ECG monitoring failure" message. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.